Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm malf 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection and did not require third-party assistance. Technical support assisted customer with resetting pump, which did not resolve issue. The customer reverted to an alternate method of insulin therapy.